Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m91651. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, a bag with thirteen malformed clips was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, ten clips were well formed. Once they clips were armed, it was observed that on one side of the jaw the clips were perfectly adapted and on the other side, the tip of the clip was slightly loose. When they touched in the tissue or vessel to clamp, it automatically jumped from the jaw (falls or is 'spited.') They tried in and outside the operative field. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.